Event description:
The manufacturer received information alleging of a thermal event to a dreamstation 2 advanced auto CPAP device. The user alleges the unit will no longer power on. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for evaluation. During the evaluation the technician opened the device and found significant evidence of water damage on the pca. The damage appeared to be on the blower as well. The technician observed the device does not power on (dead device). Corrosion was found around the following components: all leds, u1-11 leads and vias around processor, q10, q11, q18, d4/d6/u10, etc. Found r248 (shunt resistor) desoldered on 1 leg and the shell was cracked. Q2 and q3 had thermal damage. Inspection of the humidifier tank showed no usage and found no water drops at all.

Manufacturer narrative:
Corrective and preventative actions have been opened by the manufacturer to address the water ingress identified upon investigation.